Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking through the tear on the inner and outer valve. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Initial reporter phone number: (B)(6).

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the faradrive steerable sheath (clear) was selected for use. During device preparation it was noticed that blood was coming out of the hemostatic valve. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter phone number: (B)(6).

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the faradrive steerable sheath (clear) was selected for use. During device preparation it was noticed that blood was coming out of the hemostatic valve. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned for laboratory analysis.